Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for investigation. P/n 544230 is not being manufactured currently, however, another part number from the same family was use for the verification of failure mode reported in the current manufacturing process. The samples were functionally inspected, and during the test issue reported "clips broken when loaded" was not observed in the current manufacturing process. The device history review for the product hemolok ml clips 6/cart 84/box lot# 73l1700532 investigation did not show issues related to the complaint. Corrective actions cannot be established and the customer complaint cannot be confirmed since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time, since the sample is not available is not possible to determine the source of the defect reported. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip breaks when loading the applier from the cartridge. There was no patient injury.